Manufacturer narrative:
Result: scale display module malfunction.

Event description:
It was reported by service report that there was no scale display. No pt involvement or adverse consequences were reported.